Event description:
Healthcare professional reports lower than expected act-lr results with hemochron elite microcoagulation system. During a cerebrovascular interventional radiology procedure, act-lr test performed after heparin administration generated result of 225 seconds. Physician felt this result was lower than expected. The act-lr test was repeated using a second elite instrument for comparison and generated result of 261 seconds. Target time: mid to upper 200 seconds. No adverse event(s) reported.

Manufacturer narrative:
(B)(4). Customer performed test with instrument serial #(B)(4). Method: no related ncmrs identified for the associated instrument. Cuvette device history records reviewed and found to meet specifications. A site visit was conducted on (B)(4) 2013 by itc to review optimal technique for testing with the customer.